Manufacturer narrative:
The unknown zireal abutment returned was inspected and the fractured condition was confirmed. The abutment try-in screw (laboratory screw) used by the clinician to retain the abutment is not recommended. The part and lot numbers were not provided; therefore, the risk management files could not be reviewed. A definite cause could not be determined. As the product has been obsoleted, no additional actions are required.

Event description:
The dentist reported that unknown abutment zirconia fractured.